Event description:
It was reported patient underwent an initial right total knee arthroplasty in 2001. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. During the revision, the femoral component was found to be loose. The tibial bearing and femoral component were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.